Event description:
Customer reportedly received results of 86 mg/dl and 162 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Customer injected novolog based on the result of 86 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.